Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's ins hasn't been working. The caller stated the patient was to see their doctor for some adjustments but then the patient moved. The patient was having incontinence issues, they were going to the bathroom all the time and they wore pads. No further complications were reported as a result of this event.